Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on august 10, 2021. There were no photos or physical samples received for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the patient was with indication for boluses of glucerna 283 ml every 3 hours, in the administration of the boluses since (B)(6) 2024. Air was evidenced in the equipment that despite purging the kangaroo pump was not possible to complete administration of nutrition so the equipment was changed allowing the correct administration. However, the next day, during the bolus administration, again the equipment was with air and the pump generated an infusion error alarm. After several attempts to administer enteral nutrition due to equipment failure, it was not possible; therefore, the equipment had to be changed again. It was evidenced that the valve that is fitted in the pump does not fit completely. Process step: during use. There were no other deficient products used during the event. There was no patient injury, medical intervention, or adverse reaction associated with this event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.